Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 108-109 mg/dl.